Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9283838. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-10-10. Medical device lot #: 9283839. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-10-10. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles were found in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints.) It is reported bubbles were found in gel barrier.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that air bubbles were found in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) it is reported bubbles were found in gel barrier.